Manufacturer narrative:
No further information was provided by the customer. All initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay. Samples must be investigated using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Results confirmed by neutralization with anti-hbs are regarded as positive for hbsag. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient sample on a cobas pure e 402 analytical unit. The initial result was reactive. The sample was repeated and the repeat result was non-reactive.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.